Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Electrical testing was performed and revealed high current drain from the hybrid. An anomalous hybrid was revealed to be the root cause of the high current drain and premature battery depletion.

Event description:
It was reported that premature battery depletion was observed on the device. The device was explanted and replaced to resolve the event and the patient was in stable condition.